Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly (2x) by phone and (1x) by email to obtain employee information, treatment settings, and photographs. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No treatment settings or employee information was provided by the user facility; therefore, a clinical review of treatment settings cannot be performed. Based on the information provided by the user facility a root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR if and when additional information becomes available.

Event description:
A user facility reported that one (1) employee sustained a burn of unknown severity to the arm area following hair removal treatment with a lumenis lightsheer duet laser, hs handpiece. No report of medical intervention to preclude permanent impairment was received other than the initial report.

Manufacturer narrative:
Review of subject device DHR records revealed the device was manufactured according to relevant procedures, tested before release according to specifications. This MDR had initially been reported as a serious injury (adverse event) as lumenis at the time did not know the severity of the employee's burn. On (B)(6) 2017 lumenis received new information from the user facility confirming that the employee did not sustain any burns, further ensuring the employee would suffer no permanent impairment. Based on the new information, lumenis is withdrawing the adverse event claim, and has changed the patient code in block of this report to 'no consequences or impact to patient'.

Manufacturer narrative:
Furthermore a lumenis technical expert during the service visit under (B)(4) concluded : "noted hs slow to pulse. Replaced vacuum filter, module, and pump. Hs fires normally in all vacuum modes." A lumenis healthcare professional concluded during similar device event investigation: under (B)(4): "only tip filters clogging can lead to vacuum malfunction and such an event will always result in lower vacuum levels that will not cause any serious injury should this malfunction occur." A review of lightsheer duet hs/et product risk file shows this is an anticipated risk (# (B)(4)) which has been quantified and found to unlikely to lead to a serious injury if malfunction were to recur. The risk has been characterized and documented as acceptable within a full risk assessment. Therefore no corrective or preventive actions are required. Based on information above lumenis is closing out this complaint.